Event description:
A report was received that the patient had a worsening of parkinson's disease symptoms since being implanted with the deep brain stimulator. It was reported that the patient was prescribed oral antibiotics, but it was not made clear if it was prescribed in response to the worsening parkinsons symptoms. No further information has been reported.

Event description:
A report was received that the patient had a worsening of parkinsons disease symptoms since being implanted with the deep brain stimulator. It was reported that the patient was prescribed oral antibiotics, but it was not made clear if it was prescribed in response to the worsening parkinsons symptoms. No further information has been reported.